Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received a malfunction 4 when the pump was plugged into a power source. The customer's blood glucose (bg) at the time was 303 mg/dl; however, the contact reported that the high bg was not pump related as the customer had consumed too many carbohydrates. A bolus via the pump had been delivered to address the high bg (prior to the malfunction). The customer was to revert to using insulin injections to manage diabetes.